Event description:
Patient was here for a prostate biopsy. Half way through the procedure, the biopsy gun stopped firing and obtaining the samples. We had to get another biopsy gun to finish the procedure.